Event description:
The customer reported the ventilator was alarming due to a pressure sensor failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. As reported, pressure sensor failure may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. As the device was out of warranty, the hospital biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the biomedical engineer check the data acquisition pcb to motor controller pcb cable and the data acquisition pcb board. The biomedical engineer reported reseating of the cable resolved the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.